Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: during testing, the display was found to be dim and discolored. There were no visible lines on the display. The pump case was removed and no defects were found to the display, flex, or printed circuit board. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. There was no evidence of moisture or corrosion found inside the pump. The complaint that there were lines on the display screen was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.